Manufacturer narrative:
The customer indicated the device was discarded. All affected canadian customers were notified via a device information letter dated october 9, 2007.

Event description:
The customer contact reported difficulty regulating flow; subsequently, the patient received more IV fluid than intended. The tubing set was being used to deliver an unspecified IV solution. After an unspecified length of time in use, the customer contact reported the patient received "more fluid than expected." There were no reported adverse patient effects. No medical intervention was required. The customer contact indicated there was difficulty controlling flow with "the new clamp" while titrating to a slower rate. Though requested, no additional information was provided.